Event description:
Reportedly during prep, the nc trek balloon catheter separated distally. The device was not used in the patient. No additional event information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilcather noted blood visible on the outer member and on the tightly folded balloon, consistent with handling. The proximal hypotube shaft was separated 53 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There were multiple bends noted to the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. It is likely that the hypotube was inadvertently handled during preparation resulting in the hypotube kinking, as there was no damage to the catheter during removal from the packaging. Further manipulation would have contributed to the hypotube ultimately separating. A review of the lot history record did not reveal any non-conforming material reports associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity.